Event description:
It was reported that during a follow up at the clinic, the lead failed to capture and r-wave was varied. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout the procedure.